Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced corroded motor control board for won't turn on / off. Replaced cracked rear case and replaced fluid ingress /corroded bezel. Replaced corroded ail sensor a review of the device history record showed the device had a manufacture date of 21/mar/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the logic board. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient.

Event description:
The customer reported that the device will not turn on / off. There was np patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on / off. There was np patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off. There was np patient involvement.